Event description:
A report was received that the patient developed an infection after a pocket revision (MFR report #: 3006630150-2013-00840). Patient's symptoms were drainage and redness at the pocket site. The patient was also feeling feverish. Infection was believed to be procedure related. The physician treated the patient's symptoms and gave the patient oral antibiotics.